Event description:
It was reported that a patient presented to clinic for follow up. The pacemaker (pm) was unable to be interrogated, and premature battery depletion was suspected. The physician elected to explant and replace the pm. The patient condition was not known.

Manufacturer narrative:
Type of investigation, investigation findings, and investigation conclusions codes updated for no product returned.